Manufacturer narrative:
The subject device was returned to olympus medical systems corp. For evaluation. The evaluation confirmed that the probe broke down at 12 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. There were scars of the jaw. The proximal side of the ptfe pad was worn. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the surgeon activated the device while the probe had contact with something hard, and the probe cracked. After that, probe was broken when the user cleaned it. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During an open hepatectomy, the error occurred. After that, the probe of the subject device was broken when the user cleaned the probe. The procedure was completed with another device. There was no patient harm reported.